Event description:
It was reported that this patient experienced a pericardial effusion, a perforation was suspected, however, it is not clear which lead was the cause of it. The right atrial (ra) lead was repositioned and a pericardial drain was placed for the effusion. No additional adverse patient effects were reported.